Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right upper lobectomy, video-assisted thoracoscopic surgery, on removal of the specimen, the bag tore. The specimen was able to be removed with the torn bag to complete the case. There was no patient injury.